Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery and speaker 1 and 2 failures were observed. The device's internal battery, system board and central processing unit board assembly should be replaced to address the issues. No repair was performed. The unit is not needed for inventory, and it was scrapped.